Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2018 stating "resistance primary biopsy channel" involving video colonoscope ec38-i10l/serial (B)(4) through the pentax medical service department. The initial reporter stated that the user became aware of the resistance during the procedure and there was no delay in the procedure and no adverse events occurred to the patient or user. The video colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed on (B)(6) 2018, a pentax rubber check valve lodged inside the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry/wet leak test, suction tube resistance, primary operation channel resistance, up/down angulation knob play, right/left angulation knob play. The instructions for use (IFU) for reprocessing of pentax video colonoscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On (B)(6) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Repairs were performed on the video colonoscope which included replacement of the following components: o-rings and seals , distal end assy with tubes, distal attaching plate and screw, segment attaching screw, bending rubber, adjusting collar, rl/ud pulley assy, angle wire, suction channel lg. The video colonoscope was shipped back to the customer on (B)(6) 2018.